Manufacturer narrative:
(B)(6).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing thresholds, loss of capture, noise, low r-wave amplitudes and a drop in impedance measurements, still within normal limits. There were observations of asystole greater than two seconds and the patient reported feeling lightheaded as a result. The rv lead was successfully replaced. No additional adverse patient effects were reported.